Manufacturer narrative:
The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system, the catheter tip was damaged. The following information was provided by the initial reporter: customer stated that catheter tip was not intact when IV was removed. No adverse events.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system, the catheter tip was damaged. The following information was provided by the initial reporter: customer stated that catheter tip was not intact when IV was removed. No adverse events.